Event description:
Discordant, falsely elevated valproic acid (valp) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument, resulting high. A new sample obtained was tested three times on an alternate instrument, resulting lower. The low result was then confirmed on the original instrument. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated valp results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data and did not find an instrument malfunction. Quality controls and other patient samples resulted as expected. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated valp results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions.the instrument is performing according to specifications.no further evaluation of the device is required.